Manufacturer narrative:
A.5 and a.6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient on impella 5.5 support experienced suction issues. Albumin was given to resolve the issue. Additionally, the patient had gastrointestinal bleeding. Blood products and anticoagulant was stopped to achieve hemostasis. The patient also experienced atrial fibrillation with rapid ventricular response and was treated with an amiodarone bolus. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
No product was returned for investigation. The root cause of the paroxysmal atrial fibrillation was unable to be determined due to insufficient clinical details. The cause of the retroperitoneal hemorrhage was not determined due to insufficient clinical details. The cause of pump suction was most likely due to patient related per the log review and clinical. The device passed all post sterile inspection checks.